Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned viatrac peripheral dilatation catheter noted blood and contrast in the balloon and inflation lumen, consistent with handling and reported use in the anatomy. The balloon was noted to be loosely folded, which indicates that it was likely that the balloon was inflated, though this was not mentioned in the reported information. No other damage was noticed visually. The tip length was measured and the crossing profile was measured and both met manufacturing criteria. While attempting to pressurize the device, a rupture was observed on the distal balloon shoulder. A longitudinal scratch was noted on the end of the rupture. As a scratch was noted on the rupture, it is likely that the balloon was scratched for an indeterminate reason, then an attempted inflation ruptured at the location of the damage; however, no conclusive cause can be determined. It is possible that calcification was present in the lesion and led to the scratch on the balloon, however, no patient anatomical information was reported and this cannot be verified and no conclusion can be determined. The inability to advance a catheter can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Analysis of the returned product found the balloon outer diameter to be within specification. No kinks were noted in the lumen. Failure to advance is commonly due to operational context and is not generally associated with a product quality issue. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific quality deficiency. All balloon dilatation catheters are subjected to a leak check and guide wire movement check. All balloons are checked visually at two separate times on the manufacturing line. In addition, a quality control audit inspection is used to verify the balloon integrity and the guide wire movement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that the device would not cross. No significant delay in the procedure was reported. No adverse patient effects were reported. Device analysis revealed a rupture on the distal balloon shoulder.